Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported rotation of intraocular lens was noticed. Surgeon felt it was related to aberrometry. Patient was returned to the operating room for re-alignment of the lens to the original implantation axis. There are multiple related reports for this facility this report addresses patient number eight and other manufacturer reports will be filed.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the system servicing history revealed that service records (sr)s were initiated for the system. However, there is no evidence of system nonconformity related to system readings/measurements. Two (2) sr¿s were initiated. Respectively, the system was found to meet company specification per service test procedure (stp) after the customer reported reading/measurement issues. (B)(4).

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company clinical applications specialist (cas) clarified the reported event. The surgeon proceeded with the systems recommendation for lens axis but reported that the lens rotated within the patient after the procedure was completed. The customer was unable to provide the degree of rotation from the original axis of lens implant. The patient underwent another procedure to realign the intraocular lens (iol) to the original implantation axis the cas noted the lens rotation within the patient after surgery is unlikely related to system functionality. There is no evidence of device nonconformity related to system readings/measurements. The manufacturer internal reference number is: (B)(4).